Manufacturer narrative:
This report is associated with (B)(4) biotene moisturizing mouthwash.

Event description:
Cancer [cancer] accidently swallowed 15 ml of biotene mouthwash [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of cancer in a male patient who received glycerin (biotene moisturising mouthwash) mouth wash for dry mouth. On an unknown date, the patient started biotene moisturising mouthwash at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturising mouthwash, the patient experienced cancer (serious criteria gsk medically significant) and accidental device ingestion (serious criteria gsk medically significant). The action taken with biotene moisturising mouthwash was unknown. On an unknown date, the outcome of the cancer and accidental device ingestion were not reported. It was unknown if the reporter considered the cancer and accidental device ingestion to be related to biotene moisturising mouthwash. Additional details: the patient accidentally swallowed 15 ml of biotene mouthwash. He had cancer and dry mouth.